Event description:
During angioplasty, the balloon on the 5x2 ultrathin diamond-tip balloon dilation catheter ruptured. The balloon separated from the body of the catheter. Multiple attempts were made to remove the ruptured balloon with both a snare guidewire and with a snare forceps without success. The pt was taken to the or for exploration of the artery with thromboembolectomy. Neither the balloon catheter nor the packaging for this product was retained.